Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor found a spot in the center of the intraocular lens after it was implanted. Therefore, the doctor had to remove and replace the lens with another one. There was no patient injury or complications reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/20/2018. Device evaluation: the pcb00 device with the lens was returned to the manufacturer. The lens was received cut in three (3) pieces, which could be related to the removal process. The spot reported was not found. The plunger and all the components were evaluated and damages were not identified. The reported complaint was not confirmed and there was no product deficiency identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.